Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, while using the 5fr exoseal vascular closure device (vcd), everything appeared normal, and the backflow indicator showed reduced flow. However, there was no color change up to the point of device removal. Hemostasis was achieved through manual compression. There was no reported injury to the patient. An experienced operator used the closure device. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The device was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. A 5f non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. No excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together, but the indicator window did not change to a solid black color. The exoseal vcd was securely locked with the vascular sheath introducer. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while using the 5fr exoseal vascular closure device (vcd), everything appeared normal, and the backflow indicator showed reduced flow. However, there was no color change up to the point of device removal. There was no reported injury to the patient. An experienced operator used the closure device. The device will be returned for evaluation.

Event description:
As reported, while using the 5fr exoseal vascular closure device (vcd), everything appeared normal, and the backflow indicator showed reduced flow. However, there was no color change up to the point of device removal. Hemostasis was achieved through manual compression. There was no reported injury to the patient. An experienced operator used the closure device. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The device was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. A 5f non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. No excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together, but the indicator window did not change to a solid black color. The exoseal vcd was securely locked with the vascular sheath introducer. The device will be returned for evaluation.

Manufacturer narrative:
As reported, while using the 5fr exoseal vascular closure device (vcd), everything appeared normal, and the backflow indicator showed reduced flow. However, there was no color change up to the point of device removal. Hemostasis was achieved through manual compression. There was no reported injury to the patient. An experienced operator used the closure device. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The device was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. A 5f non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. No excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together, but the indicator window did not change to a solid black color. The exoseal vcd was securely locked with the vascular sheath introducer. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. No catheter sheath introducer was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in indicator wire retraction, plug deployment, and final transition of the indicator window to black/white and red. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18377032 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since functional analysis achieved successful deployment with full transition of the indicator window. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.